Event description:
During insertion of the guidewire in right femoral artery,the tip of the wire broke off. Vascular surgery then performed cannulation and angioplasty. No wire was detected which suggests that the wire is completely extraluminal.md performed puncture and insertion of micropuncture needle and wire under fluoroscopy. Knew wire location was intravascular based on flashback of blood. It seems in retrospect, the wire may have been only partially intravascular. When the wire was advanced, it appeared on fluoroscopy as if it was kinked. It seemed to kink extravascularly and the wire would not come back. They pulled back both the wire and needle together as per correct procedure. It is a central wire with coil around it. He tried to pull back the needle and wire and the coil started to unravel. Vascular surgery was called at that point.